Event description:
The doctor claims the graft was implanted in 2002. On post-operative day 270 (pod 270), the patient underwent surgery to stop bleeding from a hole in the graft that appeared to be like an 18 gauge [needle-hole]. The doctor stopped the leakage by suturing the hole with ptfe felt pledgets. The quantity of blood lost through the hole and the duration of the leakage unknown and appears, at this time, to be unattainable. The graft was left in. The patient is now doing well.

Event description:
Additional info recieved on 12/25/2002: the graft was implanted for an abdominal aortic aneurysm repair. An 18 guage needle was used to evacuate air from the graft.